Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified coronary artery. After a 7f non-boston scientific (bsc) guide catheter and a non-bsc guide extension catheter was engaged, a 4.00 x 16 synergy ii drug-eluting stent was selected for use. However, resistance was encountered and the device failed to advance after several attempts. Upon removal, it was noted that the proximal part of the stent strut was bent. The device was removed intact from the patient and the procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Initial reporter first name: (B)(6).